Manufacturer narrative:
(B)(4).

Event description:
It was reported that far p wave oversensing was observed. The electrical parameters of the ventricular lead were good. The patient will be monitored.